Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with severe angina and the procedure was to treat the 90% stenosed left anterior descending (lad) coronary artery with moderate calcification and tortuosity. Pre-dilatation was performed with a 1.5x10 mm semi-compliant balloon and then the 2.25x18 mm xience xpedition stent was implanted at 16 atmospheres via a radial approach. Fluoroscopy after stenting showed a proximal edge dissection. The dissection was covered using another xience xpedition stent. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.